Manufacturer narrative:
Cmp-(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the rasp handle broke during implantation. No impact to patient. Attempts were made and no further information has been provided.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections have been updated: the device was returned to the manufacturer for evaluation. As returned, the spring is fractured and will no longer function as intended. Dimensional measurements and material hardness are conforming to print specifications. The device was sent to sem for fracture and eds analysis. Sem analysis of the rasp handle sample showed that it fractured due to fatigue. An overview of rasp handle fracture suspected fatigue crack initiation and beach marks. It also reveals the transition of fatigue fracture to an overload fracture based on the plastic deformation and presence of ductile overload dimples on the fracture. Eds semi-quantitative elemental analysis of the fracture showed that it was consistent with 17-4 ph stainless steel. The device has a potential field age of 6.5 years. It is unknown how many times the device was used. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.